Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material that was found on the bending section cover and on the distal end between the plastic distal end cover and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than a year since the subject device was manufactured. Based on the investigation results, since the equipment was returned to olympus without performing or completing the reprocess at the facility, foreign matter remained at the tip between the bending section cover and plastic distal end cover and the secondary water channel. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.